Event description:
While attempting to implant a biventricular pacemaker in cath lab 1 (h1364), the physician was unable to confidently visualize an 0.035" glide wire under live fluoroscopy. At baseline, there is an expectation that procedural equipment, wires in this case, are able to be visualized under fluoroscopy. An inability to confidently see wires or other equipment/devices in the body can lead to unnecessary contrast or x-ray dosage, inappropriate diagnostic information, or unsuccessful interventional procedures, serious patient harm, or worse.